Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: to be determined after the completion of the investigation (return pending). Source: phone.

Event description:
Suspected false negative sars result for 1 symptomatic patient. The customer suspected the result to be false based on the symptomatic status of the consumer and because of using a reagent bulb reported to be lowly filled. No confirmatory testing was communicated.

Manufacturer narrative:
Corrections: b4 - added today's date of the follow-up correction report h6 - added code 4144. Please remove codes 4118, 3233, and 4315 corrected manufacturer narrative: investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone.